Event description:
The customer contact reported device breakage. The option-lok male adapter of the tubing set was connected to a needleless valve connector and was being used to deliver an unspecified concentration of ganciclovir, at an unspecified rate, via a baxter pump. The customer contact reported that the therapy was completed after one hr. It was reported that when the nurse disconnected the option-lok male adapter from the needleless valve connector, the distal tip of the option-lok male adapter broke off and a piece of the option-lok male adapter remained lodged inside the needleless valve connector. The needleless valve connector was replaced. It was reported that the therapy was complete; therefore, the tubing set was not replaced. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no additional info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the info known by the reporter upon query by hospira personnel.